Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that the therapy did not work. They changed the programs settings, patient still had urinary retention .they had the lead/pulse generator that did not work. The device was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the whole system was removed because it didn¿t work. No further patient complications are anticipated or expected as a result of this event.